Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 11/28/2012 to the present date 10/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Door latch assy - sear damaged/cracked ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed the device was repaired, passed all required testing and specifications, and released back to the customer. (Pic) bottle side (upper) pressure sensor (error code 240.4150.0). ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed the device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that an unknown issue occurred with the device. No additional information was provided. No patient involvement was noted.